Event description:
Technician experienced burning and tingling on the right hand ring finger and the area between the left hand middle and index finger with whiteness to all the contact areas after removing items from a completed load. The worker ringed the contact areas under running water for a few minutes and the symptoms resolved within one hour. Medical attention was not sought. It was reported that the vaporizer plate was in place.